Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported a mrh revision where when the femoral component was removed from the patient, it was noticed that some of the stem casing had broken off rendering the stem loose.